Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. A visual inspection did not reveal any damage. The instrument was tested on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The blades opened and closed properly. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. The instrument was fully functional. No product issue was found. Isi followed up with the initial reporter and obtained the following additional information: the surgeon was holding on to the gallbladder after excision when the issue occurred, but no system fault (i.e., recoverable/non-recoverable error generated) was present. The jaws were stuck closed on tissue but the surgeon/or staff was able to successfully open the jaws intraoperatively and release the tissue with the key release/mechanism. There was no unexpected tissue removal, no bleeding and no injury to the patient. After the key release/mechanism, the instrument was removed, and a new one was used. There was a delay of less than 15 minutes. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no product issue (e.g., no damage, no missing pieces, no functional issue, etc.). The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument froze in patient and wouldn't release gallbladder. The surgeon was unable to have control of the instrument. The procedure was completed with no reported injury.